Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's dad reported via phone call that the ring at the reservoir was came off. The customer¿s blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting. The device will not be returned for analysis.